Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection analysis. Several dark and light, in color, particulates were observed on the device. Since these findings are consistent with the findings for corneal inlays that have been explanted, it could not be determined if the particulates were remains of durezol as suspected in the reported complaint information. The particulates observed are similar to what is expected for the handling of explanted inlays. (B)(4)

Manufacturer narrative:
The device history record for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The explanted inlay has not been received at this time. Please reference the attached medication alert for durezol. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye. During surgery, durezol was instilled and then the corneal flap was re-lifted several times in an attempt to optimize flap positioning. During the same day examinations (day 0), debris was observed in the interface. The patient complained of mild-to-moderate light sensitivity and discomfort in the operative eye. The patient was monitored throughout the early postoperative period and there was no progression, but no improvement. The interface debris was suspected to be residual durezol. The inlay was explanted four days postoperatively and the interface was irrigated copiously with balanced salt solution. Additional information is being requested.